Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-nov-2019 with the following findings: a visual inspection of the pump showed moisture inside the battery compartment. The battery compartment was observed to be cracked. A leak test revealed a leak at the battery compartment crack. During 12-hour testing, the pump rebooted due to moisture in the battery compartment. The pump was opened and internal moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.